Manufacturer narrative:
The device was received for evaluation. During evaluation the device did not recognize that the door was closed. The cause was identified to be the hooks out of adjustment. The hooks will be replaced to address this issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional information become available a suplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device would not recognize the door was closed. No additional information is available.